Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to perform the a21 error, occlusion and excessive no delivery test due to motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had motor error during bolus. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the alarm was cleared. Customer reports the drive support cap appears normal. Customer did not report motor position encoder error. Customer reported that the displacement test was passed. The insulin pump will be returned for analysis.